Event description:
During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient event log on (B)(6) 2011 at 07:48:40 with drain volume of 3208 ml during cycle 4. The fill volume is 2000 ml. There was no patient injury or medical intervention reported for this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain- false empty detect and use error initial drain alarm setting inappropriately programmed. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.